Event description:
Facility alleges header cracked during dialysis, causing blood leak. Rn reports circuit discardeed. Ebl 7100cc. 2nd usedialysis resumed with new dialyzer. No further medical intervention required.